Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced hyperglycemia with a cgm reading of "high," confirmed by meter at 434 mg/dl for approximately four hours, after the ilet device failed to power on despite charging; the user used a contact detach infusion set in the left buttock and initiated backup subcutaneous insulin therapy. Symptoms included hyperglycemia, and the user denied feeling unwell. Outcomes included the need for unexpected medication intervention with subcutaneous insulin. Investigation included communication with the user and analysis of information provided, including photos and video. Investigation of this case revealed a device issue consistent with unresponsive controls, associated with the touchscreen component, and a software problem was identified. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.